Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 06/03/2016 on patient's behalf to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and a screen error alarm was observed. The reported event of a hardware error was confirmed. A root cause could not be determined.